Event description:
It was reported that the patient presented to the clinic for allergic reaction from the device material. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.